Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well image in question on (B)(6) 2018, and this test well image in question appeared visually positive. An immucor field service engineer (fse) visited the customer site on (B)(6) 2018 and determined that there were no errors during processing and that the instrument maintenance was current. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control project (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpectedly negative antibody screen, when tested on a galileo echo instrument.